Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after recent system upgrade, the right ventricular (rv) lead exhibited oversensing and pacing inhibition. During patient monitoring, bradycardia was documented during specific patient maneuvers. The physician decided to revise the lead. It was noted that there was blood inside the implantable cardioverter defibrillator (ICD) rv port. The lead was disconnected, the port was cleaned, and the lead was reconnected. The physician opted to use silicon on the device set screw in order to ensure proper sealing. All testing was within range after this procedure. Soon after the revision was completed, the lead exhibited noise and pacing inhibition. Further lead issues were suspected and the device was not excluded from a possible malfunction. The lead and device are expected to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.